Manufacturer narrative:
Date of report : 25jun2019, date rec¿d by MFR : 24jun2019. There was no on-site evaluation by the manufacturer; the customer reported that the ventilator was repaired in-house. The customer reported that the replacement of the cpu board (cpu printed circuit board assembly, part number 1123932) was utilized to address and repair the reported condition. The device also reported to have been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 17jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the was a backup alarm failure, code 1104. No patient or user harm was reported. Event date not specified; estimate used.